Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that two high speed burs broke during use. There was no patient injury. Follow-up with the customer indicated that the break occurred approximately 1.5cm distal from the base of the bur within the outer tube. No fragments were produced as a result of the damage. Incident 1 of 2.

Manufacturer narrative:
The product has not been evaluated. The user facility discarded the bur; a product analysis was not completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that two high speed burs broke during use. There was no patient injury. This report represents bur 1 of 2.